Event description:
Philips received a complaint from the customer biomed, reporting a low leak co2 rebreathing risk message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the issue occurred during preventative maintenance (pm) testing. The rse reviewed the test set up with the bme and advised to place the whisper swivel in line with the test lung. The device passed all pm testing once the bme corrected the testing set-up. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.